Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8358950. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was not provided for evaluation. Previous investigations have shown that a large bend suggests the root cause is a large force was applied to the packaging unit after the device had left the manufacturing facility, most likely during shipping. The shipping company has been notified of the situation and bd standards and expectations have been recommunicated.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm experienced product damage/deformation and a broken needle/catheter which were noted prior to use. The following information was provided by the initial reporter: it's noticed that needle bent during priming. Defective product wasn't used.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm experienced product damage/deformation and a broken needle/catheter which were noted prior to use. The following information was provided by the initial reporter: it's noticed that needle bent during priming. Defective product wasn't used.